Event description:
It was reported that a normal saline 1,000ml bag was hung at 1200 to run at 80ml/hr continuous primary infusion through pump. The nurse entered the room at 1600 and found that the IV bag was empty. It was noted that the pump indicated 641ml still left to be delivered. There was no patient harm. The event occurred at the postpartum unit.

Manufacturer narrative:
The customer¿s reported complaint of the pump module over infused was not confirmed or replicated during testing. Log summary: a review of the system error logs showed no records associated to the reported incident. Results from a review of the logs identified the system was powered on at 10:47am on (B)(6) 2020, attached with the source pump module s/n (B)(6) the profile in use was identified as ¿(B)(6) hospital¿. Based on the logs, a basic primary infusion was programmed at 10:49am on (B)(6) 2020, at a rate of 80ml/h and a vtbi of 900ml. The pump module infused until 12:06pm when the user updated to a new vtbi of 950ml and re-starts the infusion. The pump module infused until 3:58pm when the device alarmed with a bottle pressure sensor failure and door open. The pump module alarmed with a flo stop open for two seconds at 3:58 pm. At 3:59pm user re-starts infusion, and it infuses until 4:01pm when the pump module alarms door open. At 4:02:10 pm the pump module alarms check IV set. The pump module is channeled off at 4:02pm on (B)(6) 2020. The root cause of the customer report of the pump module over infused was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a normal saline 1,000ml bag was hung at 1200 to run at 80ml/hr continuous primary infusion through pump. The nurse entered the room at 1600 and found that the IV bag was empty. It was noted that the pump indicated 641ml still left to be delivered. There was no patient harm. The event occurred at the postpartum unit.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Per customer, patient information will not be provided by (B)(6).

Event description:
It was reported that a normal saline 1,000ml bag was hung at 1200 to run at 80ml/hr continuous primary infusion through pump. The nurse entered the room at 1600 and found that the IV bag was empty. It was noted that the pump indicated 641ml still left to be delivered. There was no patient harm. The event occurred at the postpartum unit.